Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer was having issues with damage where the reservoir enters the insulin pump. The reservoir is reported to not be able to fix properly. It was reported that a replacement would be sent out. No further information provided.

Manufacturer narrative:
The pump was received with a broken reservoir tube lip, a cracked case at the display window corners and broken battery tube threads.